Event description:
It was reported that a stryker power cord for tekna carts started smoking and became charred during preparation for use. It was further reported that operating room staff was able to pull the cord out of the wall and quarantine the cart. There was no reported damage to the cart. There was no pt involvement nor were there any adverse consequences to report.

Manufacturer narrative:
Add'l info will be provided once the investigation is completed.